Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was hospitalized recently, due to their device firing several times. Follow-up with the clinic indicated that the patient had been hospitalized for chest pain, atrial fibrillation, and shocks from their device. The patient was seen in the clinic for a follow-up visit and no complications were reported. The device is still in use. No patient complications have been reported as a result of this event.